Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a power equipment malfunction. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating a power malfunction. The fse evaluated the device on site. It was determined that the customer did not properly conduct the operational test. The fse guided the user on how to properly execute the operational test and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse instructed the customer on how to properly perform the operational test to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.